Event description:
It was reported a patient presented to the emergency department with dizziness and several falls. The patient's left ventricular lead was dislodged and prevented the device from reading signals properly. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Additional information: b2, b5, b6, d6b, h6.

Event description:
New information received notes the dislodgement was discovered by x-ray and the patient's left ventricular (lv) lead and right ventricular (rv) lead were explanted and replaced in a procedure on (B)(6) 2022. During procedure, the lv lead had loss of capture and the rv lead had low sensing. It was also noted the rv lead helix was unable to be extended. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were dislodgement, failure to sense, and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported events of failure to sense and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. The s-curve hump height was measured within specifications.

Event description:
Related manufacturer reference number: 2017865-2022-11515 related manufacturer reference number: 2017865-2022-11517 it was reported a patient presented to the emergency department with dizziness and several falls. A chest x-ray showed the patient's left ventricular lead, right ventricular lead, and atrial lead were dislodged and prevented the device from reading signals properly. No changes were reported. The patient status was unknown.